Event description:
The subject device was delivered to the dual arteriovenous fistula (avf); however, the coil failed to detach. As the device was being retrieved, it detached inside the microcatheter. The detached coil was pushed with the coil "pusher wire" to the intended location and placed inside the avf. There was no clinical consequence to the patient.

Manufacturer narrative:
The device history record review confirms that the device met all material, assembly and performance specifications. The device remained implanted; therefore, analysis cannot be performed. As per additional information received, other embolic agents were present in the aneurysm which may have increased detachment time resulting in the reported issue during removal of the device. It is probable that the reported event is related to some procedural factors limiting the performance of the device . Therefore, it was determined that the reported event was related to operational context.

Event description:
The subject device was delivered to the dual arteriovenous fistula (avf); however, the coil failed to detach. As the device was being retrieved, it detached inside the microcatheter. The detached coil was pushed with the coil "pusher wire" to the intended location and placed inside the avf. There was no clinical consequence to the patient.

Event description:
The subject device was delivered to the dual arteriovenous fistula (avf); however, the coil failed to detach. As the device was being retrieved, it detached and protruded into the parent vessel. The detached coil was pushed with the coil "pusher wire" and placed in the avf. There was no clinical consequence to the patient.

Manufacturer narrative:
The device remains implanted.